Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the catheter was being placed with the use of ultrasound. During insertion, the spring wire guide became stuck in the needle. As a result, a cutdown was performed to remove the wire. Nothing was retained in the pt. An x-ray was performed because of the way the wire was stuck in the needle. They were unsure if the whole wire was intact. The x-ray showed no wire was retained in the pt. It was noted the pt had to wait 15 minuted for the vascular surgeon to arrive. The pt had a heightened pain reaction when they were attempting to remove the wire which is why the vascular surgeon was called. The wire was stuck in the needle when it was removed and was not kinked. Vascular then placed a line in the left side brachial position. There was a delay in treatment with no pt harm and no pt death or complications were reported. The clinician stated they "played with the wire" after removal to see if they could pull it from the needle which put a lot more force on it than would have occurred in the pt.